Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer woke up with blood glucose of 400 mg/dl. The customer already took a bolus to fix high blood glucose. It was unknown whether the customer was using auto mode feature at the time of incident or not. The customer declined troubleshooting and stated that the reason of high blood glucose was because she was unable to calibrate. The insulin pump will not be returned for analysis.